Event description:
Device malfunction [device malfunction]. All side effects [unevaluable event]. Case narrative: this case is cross linked with case ids: (B)(4). Initial information received from united states on 27-jul-2018 regarding an unsolicited valid serious case received from a patient via social media. This case involves adult patient who experienced device malfunction and all side effects, while he/she was treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) dosage unknown (lot details: 7rsl021). On unknown date the patient developed a non-serious all side effects (unevaluable event) at unknown latency at following the first dose intake and at unknown latency following the last dose intake of hylan g-f 20 and sodium hyaluronate. Final diagnosis was all side effects and device malfunction. Action taken: unknown. It was not reported if the patient received a corrective treatment. The outcome was reported as unknown for all side effects and as unknown for device malfunction. Seriousness criteria: medically significant for device malfunction. Returned: not available. Investigation overview: an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented investigation complete: y. Date completed: 15-mar-2018. Follow up information was received on 22-aug-2018. No new information was received.